Event description:
It was reported that the blocks did not provide the proper cut, 10 degrees in valgus. Surgical time was extended between 30-60 minutes to correct.

Manufacturer narrative:
Review of the device history record shows no issues. The affected product was returned. The dimensional inspection was completed with acceptable results. Per the engineering investigation, the femur was under segmented; some anterior cartilage was missed near the patella. There is an anterior osteophyte on the femur that appears to be captured in full. The only problem that this could cause is if the osteophyte changed significantly or something wasn't transitioned or bridged properly between slices due to the 2 mm slice increments. This doesn't appear to be the situation, but it is a possibility for error in the design. Segmentation of the tibia follows acceptance criteria per quality standards. Alignment of the femur varus/valgus angle looks wrong. The femur valgus angle was set to 5.75 degrees when it really matched at 4.5 degrees. This is definitely outside of the acceptance criteria +/- 0.5 degrees from the correct position. By moving the femur valgus angle to 4.5 degrees this accounts for 1.25 degrees of the 10 degree extra valgus nature that the surgeon noticed with the femur. It is possible that this could have solved the entire problem, but it is very difficult to predict. As a result of the investigation, the primary root cause of this issue is human error due to valgus misalignment of the femur. It is possible that segmentation and the smoothing process impacted the block's ability to fit to the bone, but there was no comment made by the surgeon on this fact so these issues can be reduced to possible sources of error but not a formal root cause. The investigation engineer reviewed the complaint and acceptance criteria with the product development engineer responsible for processing the case. The engineer is aware of the errors and will continue to work diligently to prevent similar issues. All employees involved in the design, manufacturing, and inspection of the quality of the product were informed of the complaint.